Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). During the procedure when attempt was made to aspirate the sheath once the dilator and wire were pulled out, they were able to flush. However, the device was not able to pull back. No damage were noted on the sheath. No leak or air was noted in the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). During the procedure when attempt was made to aspirate the sheath once the dilator and wire were pulled out, they were able to flush. However, the device was not able to pull back. No damage were noted on the sheath. No leak or air was noted in the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.